Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements, measuring up to 160 ohms. Technical services provided troubleshooting options, to consider a commanded shock test and to replace the lead if impedance measurements keep going up. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements, measuring up to 160 ohms. Technical services provided troubleshooting options, to consider a commanded shock test and to replace the lead if impedance measurements keep going up. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this right ventricular (rv) lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.